Event description:
Boston scientific crm received information that this patient's atrial lead had poor sensing. A chest x-ray revealed the atrial lead was dislodged. It was noted that the patient was non compliant with movement restrictions. During a procedure to reposition the lead, tissue was found in the helix, therefore, the physician was unable to fixate the lead. The lead has not been returned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.